Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, uterine prolapse, menometrorrhagia and pain in extremity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful fallopian occlusion. Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received, reporter added, patient concomitant condition added, lab data added, lot number received, events added as follows:- vaginal haemorrhage, menorrhagia. On 29-mar-2018: no new information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, uterine prolapse, menometrorrhagia and pain in extremity. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful fallopian occlusion. Confirming the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.